Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 38 synergy drug eluting stent (des) was selected to treat the lesion. However, during preparation, the stent was stripped off from the delivery system. The device was not used. No patient complications were reported.